Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation. The patient received an ointment from her dermatologist. The irritation was reported to be an open itchy wound under the front te pad. During a follow up, the patient indicated that the rash had healed.